Manufacturer narrative:
Additional information to the previous investigation summary, updated device problem codes, evaluation result codes, conclusion code, component codes fields based on the additional information, and product UDI number format: the manufacturer received information alleging a ventilator service required condition occurred during a performance verification test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery would need to be replaced to address the issue. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additional findings not related to the malfunction/issue were two more system (low oxygen flow and high oxygen flow) errors had occurred on the device. The manufacturer's service technician replaced the device's oxygen blending module (obm) printed circuit assembly (pca) board to address this issue. After the obm pca board was replaced, the trilogy 202 device was alarming. The manufacturer's service technician evaluated and determined the system board was causing the alarming to occur on the device. The manufacturer's service technician replaced the system board to address the alarming that was occurring on the device. After replacing the parts, the manufacturer's service technician performed the obm gasket leak test step on the device, and it failed. The manufacturer's service technician evaluated and determined the blower on the device had caused the test step to fail on the device. The manufacturer's service technician sent the device for retesting, and it passed all testing performed on the device.

Event description:
The manufacturer received information alleging a ventilator service required condition occurred during a performance verification test. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery would need to be replaced to address the issue. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Additional findings not related to the malfunction/issue were two more system errors that had occurred on the device. The oxygen blending module board would need to be replaced to address the additional system errors that occurred on the device.